Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the pump was alarming "no disposable- clamp tubing". The setting were reviewed and the pump was powered off. The clamp was closed, cassette removed and gently tapped to disperse air bubbles in the line. The cassette was then replaced and the pump was powered back on but the pump continued to alarm. The steps were repeated but the alarm persisted. The reservoir volume was at 44.1ml, rate of 1.6ml/hr and 29.95ml was given. There was no patient, or clinician injury associated with this occurrence.